Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. H3 other text : see h.10.

Event description:
It was reported 2 bd ultra-fine ii syringes had the hub separate from the device. The following information was provided by the initial reporter, translated from portuguese: "when removing the orange protective cover the needle has come loose from the syringe body, being transfixed in the protective cover. Only the needle was transfixed to the cover."

Event description:
It was reported 2 bd ultra-fine ii syringes had the hub separate from the device. The following information was provided by the initial reporter, translated from portuguese: "when removing the orange protective cover the needle has come loose from the syringe body, being transfixed in the protective cover. Only the needle was transfixed to the cover."

Manufacturer narrative:
D.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 1/31/2022. Investigation: customer returned (2) loose 0.3ml bd insulin syringes. The customer reported that when removing the shield, the needle came off the syringe body, becoming transfixed in the protective shield. The syringes were examined, and it was observed that both exhibited a detached needle hub/shield assembly. No damage to either barrel tip was observed. A review of the device history record was completed for batch # 0139087 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. CAPA#1630423 was initiated. H3 other text : see h.10

Event description:
It was reported 2 bd ultra-fine ii syringes had the hub separate from the device. The following information was provided by the initial reporter, translated from portuguese: "when removing the orange protective cover the needle has come loose from the syringe body, being transfixed in the protective cover. Only the needle was transfixed to the cover."

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.